Event description:
It was reported the patient was treated at another hospital three years ago on an unknown date with a retrograde femoral nail to treat a fracture of his right distal femur. One year later, the patient returned to the same surgeon and the retrograde femoral nail was removed and replaced with 4.5 locking condylar plate. A nonunion was later detected as a result of broken plate and two broken screws. On (B)(6) 2015 the patient underwent surgery for repair of non-union of a right distal femur. The entire construct was removed and replaced with new variable angle distal femur plate to the lateral side and 4.5 lc-dcp (limited contact dynamic compression plate) on the medial side. The procedure was successfully completed. No patient harm or surgical delay was reported. This report is for an two broken screws. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an two broken screws. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.